Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited noisy signals and occasional drops in atrial pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remove monitoring data. Ts discussed that the presenting electrogram (egm) shows noise on the atrial channel that appeared to be due to the minute ventilation signal. However, the device did not sense the atrial noise. Ts advised to turn off the minute ventilation feature. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this system was also exhibiting oversensing and pacing impedance measurements greater than 2000 ohms on the atrial channel. Noise, oversensing and pacing inhibition was also noted on the right ventricular (rv) channel. A revision procedure was performed and this device and the competitive leads were removed from service and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.